Event description:
Upon initiating phacoemulsification during cataract surgery, the probe indicated occlusion and a corneal wound burn occurred. Phaco handpiece changed and surgery resumed. Pt required follow up care for treatment of wound.